Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The field service representative (fsr) went on-site to evaluate suspect device. The fsr determined the most likely cause of the reported event is the main printed circuit board assembly. After replacing the main pcba, the issue was resolved. The fsr performed service testing and the operational verification procedure. The fsr reported the unit meets service specifications. The suspect component has been returned to carefusion for further evaluation. Once the evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported while using the vela ventilator; the unit displays a transducer fault alarm. The field service representative determined the most likely cause of the reported event is the main printed circuit board assembly. At this time, it is unknown whether or not there was any patient involvement associated with the event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and the reported issue was confirmed but unable to be duplicated in a laboratory setting. The exhalation differential pressure transducer (pt 802) was confirmed to have failed in the events log. This issue will be internally investigated within vyaire.